Event description:
A patient reported experiencing inaccurate erratic results with a meter. The patient's blood glucose results were 183mg/dl, 117mg/dl, 129mg/dl. Tests were done within 10 minutes with a difference of 27%. Patient did not experience any adverse events. No further information has been reported. In the reported issue notes it was documented that, "control solution: 146(114-154)."